Event description:
It was reported that the patient was planned to receive a cervical procedure using the guide wires. During the surgery it was found that the guide wire that were being used to treat the patient was not sterilized. Reportedly, the opened surgical site had to be cleaned up and the surgical procedure had to be suspended. 17 days post the event the cervical procedure was resumed and was successfully performed. No further incident including infection was reported. The patient was doing well post the procedure.

Manufacturer narrative:
(B)(4). Per the reported event, this event attributed to the user mishandling. No device malfunction was reported.